Event description:
Additional information received in 12/11/2008, indicates t1 may remain in the patient unsupported.

Manufacturer narrative:
Evaluation of the devices showed no ts or suture remain on the insertion needle. CAPA has been opened to investigate advancement and deployment issues.